Manufacturer narrative:
Patient information unknown. Claim# (B)(4).

Event description:
Reportedly during a aecos meeting in colorado, "a us surgeon from the audience commented during an icl patient selection discussion that he had previously treated a patient with icl who developed a staph infection leading to endophthalmitis and enucleation. He did not comment further regarding timing of when this occurred, but it appeared to be long ago with visian icl".